Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that a spinal fusion procedure for lumbar spinal canal stenosis was performed on (B)(6) 2020. After the fourth tab was removed, it became stuck on the tip of the tab breaker body. The surgeon tried to push in the tab with the tab breaker cap but failed. The had to use another instrument to complete the procedure. The tab breaker body was then used for four more tab removals. The procedure was completed with a thirty (30) minute surgical delay. No further information is available. Concomitant device reported: unknown setscrews (part# unknown, lot# unknown, quantity unknown ). This report is for one (1) expedium spine system tab breaker, cap. This is report 1 of 5 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: investigation summary: visual inspection: the expedium tab breaker, cap (part # 299704315/ lot # pu144816 ) was received at us cq. Upon visual inspection, no defects were observed on the device. Functional test: the verse tab breaker cap was disassembled from the body and noticed no issues in the disassembling process. Complaint replication: no. Complaint confirmed? No. Conclusion: the overall complaint was not confirmed for the received expedium tab breaker, cap (part # 299704315/ lot # pu144816 ). There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot a review of the receiving inspection (ri) for expedium tab breaker, cap was conducted identifying that lot number pu144816 was released in a single batch. Batch1: lot was released on aug 9, 2019 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review: the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.